Event description:
Related manufacturer reference number: 2017865-2021-37674, 2017865-2021-37671. It was reported the patient presented in clinic due to an infection. The patient's pacemaker, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.